Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of hypotension and perforation are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.75 x 48 mm xience xpedition referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and moderately calcified left anterior descending artery (lad) and obtuse marginal artery that were 95% stenosed. Two xience xpedition stents (2.75x48, 2.5x48) were implanted. Of note, the 2.5x48mm stent delivery system experienced some resistance, but eventually crossed the lesion and was implanted. After the stented areas were post dilated, flow was good and the om was then stented without issue. About 20 minutes later, the patient experienced hypotension. A perforation was noted in the overlapping segment in the lad and the patient experienced cardiac tamponade. Pericardial aspiration was performed and a graftmaster stent successfully sealed the perforation. Heparin was administered and the patient was transferred to the intensive cardiac-care unit (iccu). The patient remains stable. No additional information was provided.